Event description:
The physician reports that the crystalens haptics were damaged upon removal from the packaging. The device did not contact the pt.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was "received damaged". The damaged lens was returned to eyeonics and evaluated. The visual inspection under microscopic magnification revealed that all four loop haptics were torn.